Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the device had depleted 22% within 2 months. Boston scientific technical services (ts) confirmed via data analysis that the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects have been reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the device had depleted 22% within 2 months. Boston scientific technical services (ts) confirmed via data analysis that the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects have been reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects have been reported.